Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bilateral video-assisted thoracoscopic surgery, the device was difficult to toggle. A component was disengaged and fell into the cavity of the patient and was able to be retrieved. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Based on review this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bilateral video-assisted thoracoscopic surgery, the device was difficult to toggle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.